Manufacturer narrative:
Additional information: section d4 serial no has been updated from unk to (B)(6) based on returned product. Section h4 device manufacture date has also been updated based on the returned product ((B)(6) . Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. Low and high glucose thresholds in the reader¿s alarm settings were set. Sensor was activated with known good reader, and a linearity test were performed. Low glucose alarm and high glucose alarm were successfully activated. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Additional information; sensor (B)(6) has also been returned and investigated. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. Low and high glucose thresholds in the reader¿s alarm settings were set. Sensor was activated with known good reader, and a linearity test were performed. Low glucose alarm and high glucose alarm were successfully activated. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and he experienced symptoms of hypoglycemia and a fall. Customer was treated with glucose by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Abbot diabetes care product quality engineering (pqe) investigated the alarm-2 (signal loss alarm) complaint. The serial number of the freestyle libre 2 sensor associated with this complaint is unknown. During investigation of the track and trend review related to alarm-2 cases in april 2020 this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). As the serial number of the sensor associated with this complaint is unknown, pqe is unable to determine if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm-2 have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and he experienced symptoms of hypoglycemia and a fall. Customer was treated with glucose by a third party. There was no report of death or permanent injury associated with this event.